Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells images: anti-b well 4+ positive, reaction strength 95, visually clot in cell suspension causing unexpected positive. No errors during processing, all other samples resulted as expected. Issue determined to be sample related however limitation from operator manual also applies: forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the patient or donor's history. Very large red cell clots may not be detected by the galileo. Clots that include greater than 50% of the sample red blood cells may not be detected by the instrument. Clotted samples should not be tested on the galileo.

Event description:
On (B)(6) 2014, a customer reported an abo discrepancy when testing a sample on the galileo instrument. No adverse reactions occurred as a result of test results.